Manufacturer narrative:
Device requested with no response. Results pending completion of the investigation.

Event description:
The customer reported false negative results when using the henry schein hcg dipstick (urine) hcg test, lot hcg0102024. The test line was not visible until after 5 minutes. Confirmatory testing was not performed; therefore, the customer is uncertain if the patient is or is not pregnant. Although requested, further information has not been provided. No adverse event was reported.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards and high-hcg clinical urine samples. The results were read at 3 minutes and all devices the expected positive results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. However, case details indicate it is not known whether or not the patient was pregnant, therefore it cannot be determined whether the product performed as expected. One device showed a test line at 5 minutes. Per the package insert, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.